Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) implanted for one day, exhibited normal shock lead impedance measurements (43 ohms) during implant testing; however, one day post-op the shock impedance measurements were > 125 ohms. In addition, noisy signals were present on the shock channel. The local guidant representative noted that the physician had difficulty with the setscrews during the implant procedure.